Event description:
The customer reported that the insulin pump had a blank display. Troubleshooting was performed. The battery was changed and the device did not respond. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a faulty liquid crystal display board.